Event description:
It was reported that the patient experienced muscle stimulation; the device was reprogrammed. On (B)(6) 2015 the patient again experienced muscle stimulation which was resolved by reprogramming.

Manufacturer narrative:
(B)(4).